Event description:
On (B)(6) 2025, patient underwent an endovascular procedure, utilizing gore® tag® thoracic branch endoprosthesis (tac083415a-tbe aortic component + te3442a-tbe aortic extender) to treat a thoracic aneurysm. It was reported after deployment of the tbe aortic component, the physician elected to switch the wire in the lsa from an amplatz wire to a much stiffer lunderquist wire, prior to deploying the side branch. This wire exchange caused the main tbe aortic component to change orientation and turned the portal anteriorly. It was also reported the physician needed to extend proximally from the tbe aortic component with a tbe thoracic aortic extender to gain more proximal seal. The tbe aortic extender was then advanced into position on the same lunderquist wire that the aortic component had been deployed. Upon deployment, the aortic extender did not open up completely (around 6mm). It was also reported the physician was able to wire the aortic extender next to the delivery catheter and a balloon was used to expand the graft enough to remove the delivery catheter without any issue. A mob37 balloon was then successfully delivered thru the aortic extender and ballooned open aortic extender successfully to full diameter. The patient tolerated the procedure. It was reported physician believes due to the change in the tbe aortic component orientation caused by the wire exchange; the side branch crossed anteriorly into the lsa which was the main cause of aortic extender not expanding completely.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. The device remains implanted and was therefore, not available for engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.